Event description:
As reported by our affiliates in spain, this was a case with a 29mm sapien 3 valve, in aortic position by transfemoral approach. The patient had a pre-existing permanent pacemaker which was used for stimulation. During valve deployment, the permanent pacemaker failed and the valve embolized up to aortic arch where was left implanted. A second 29mm sapien 3 valve was implanted without issue with good result. During the attempt to withdraw the commander delivery system, the delivery system interacted with the embolized valve in the aortic arch causing the valve to move down to the abdominal aorta and rotate, impeding blood flow. The commander delivery system was removed from the patient through the esheath. After the withdrawal, no damage was observed in any edwards device. A third 29mm sapien 3 valve was implanted in the correct orientation into the first valve to allow proper blood flow. Patient remained stable during the procedure and the following day.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Corrected h.6 health effect clinical code to a more appropriate code. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03330. Investigation is ongoing.

Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Correction h.6 type of investigation, investigation findings, and investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Additionally, the event does not allege a labeling issue or device related infection. The IFU and procedural training manual were reviewed. During system removal, the physician is instructed to unflex the delivery system while retracting the device. Verify that the flex catheter tip is locked over the triple marker. Retract the loader to the proximal end of the delivery system. Remove the delivery system from the sheath. They are cautioned to completely unflex the delivery system prior to removal to minimize the risk of vascular injury. Patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no device problem was identified affecting distributed product, no product risk assessment is required. Additionally, since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The difficulty or inability to withdraw system through vasculature was unable to be confirmed due to unavailability of the returned device and/or applicable imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. ''As reported, after the second valve implant, while the commander delivery system was withdrawn with the safari wire, the first valve move down to the abdominal aorta and, at the same time, was turned impeding the correct blood flow. The commander delivery system was removed from the patient through the esheath. After the withdrawal, no damage was observed in any edwards device''. Guidance in the procedural training manuals instruct the operator on proper withdrawal technique of the delivery system. If the operator did not properly follow withdrawal techniques this may have resulted in the delivery system interacting with the embolized valve during withdrawal, resulting in valve movement and the reported withdrawal difficulties. As such, available information suggests that procedural factors (improper withdrawal technique) may have contributed to the complaint event.